Event description:
Pt had a synchromed pump implanted in 2000 for delivery of narcotic. In 2001 pt came to clinic appt and had a "failed telemetry" indicating that the pump had ceased operating. The pump was explanted a week after this and returned to the manufacturer for analysis. Replaced with a new pump on that date.